Manufacturer narrative:
(B)(4). Clip formation. The analysis results of the device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, a double fed incident was noted causing pear shaped clips; however, it could not be determined what may have caused this finding. The remaining firing sequences fed scissor clips and then, it locked out as intended but the orange indicator over traveled. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. These findings are not related with the event reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device, after the third clip, locked out and would not fire. They completed the procedure with a new like device. There was no patient consequence reported.